Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge had been filled with over 150 units of insulin. The cartridge was reloaded onto the pump and a minimum fill notification was received. Blood glucose level ranged between 220-300's mg/dl. During a follow-up, it was confirmed the customer resolved the issue by loading a new cartridge onto the pump.